Manufacturer narrative:
During evaluation it was noted that the bag leaked from a tear at the top of the spike port weld tubing. This was verified by visual and functional testing. Functional leak testing was performed by filling the bag with tap water. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned 250 ml exactamix eva tpn bag it was found that the device was leaking from the spike port tubing weld (administration port). There was no patient involvement. No additional information is available.